Manufacturer narrative:
Device evaluated by MFR: product analysis for pss unknown tool: no conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. Product analysis for ad03: evaluation could not reproduce the reported malfunction of continuous to run. It was also noted that the thrust needle bearing is worn, the input/output gear are noisy and the laser markings and the front housing are faded. Concomitant product ad03 was returned on 10th feb 2023. Evaluation for ad03 was performed and attached. Concomitant medical products. Other relevant device(s) are: product ID: ad03, serial/lot#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during the procedure of tumor resection, the perforator didn't stop. It was reported that patient had a meninges breach and there was a delay of 15 minutes because of this. It was reported that the procedure was completed with reported products. It was also reported an additional intervention was performed, post operative scan was conducted and noted that patient was in good condition. On follow up, it was reported that the patient is fine and did not show any brain injury.